Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 07 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿48-year-old patient treated for als. The gastrostomy tube was inserted on (B)(6) 2025, with approximately 6 ml of water injected using a 10 ml syringe. Enteral nutrition was connected on (B)(6) at 7 a.m. The tube was properly positioned, but the patient was in severe pain, so it was quickly removed. When the tube was flushed at 9:30 a.m., it was noted that the collar was very far from the puncture site. When the tube was handled, it came out of the stoma opening and the balloon was punctured". Per additional information received on december 15, 2025, "patient information: current patient condition: severe pain. Oral nutrition is not possible; a nasogastric tube or parenteral nutrition is required while awaiting scheduling of a new procedure on (B)(6). Actions taken at the healthcare facility to manage the patient: the device was retained.¿ per additional information received on december 17, 2025, initial placement procedure was performed on (B)(6) 2025. The patient was scheduled for replacement on (B)(6) 2025.

Manufacturer narrative:
The device history record for lot 30365072 was reviewed and the product was produced according to product specifications. All information reasonably known as of 01 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.